Event description:
Vela vent has a sensor that other vents do not have. Reads the exhaled vol of the pt. The correct tv was delivered to the pt but reading on the exhaled vol was incorrect. Rrt changed out the vent and the rrt mgr checked vent. Filter not functioning, replaced, biomed to check vent.